Manufacturer narrative:
The white screen issue was duplicated. The inverter and lcd screen was replaced and the repaired unit was returned to the customer.

Event description:
The customer stated that the bsm-2354a (vital signs monitor) displays an intermittent white screen. When the unit is restarted the monitor comes back. However it goes into a white screen on its own and has done this several times.